Event description:
I am a licensed massage therapist and a licensed practical nurse in the state of (B)(6). I often use and recommend, to my family friends and clients, therma care heat wraps. Recently I strained a muscle in my back lifting my granddaughter. My usual protocol is to rest, use therma care heat wraps and take some ibuprofen until the issue resolves itself. Following this protocol, I purchased heat wraps from my local rite aid pharmacy on (B)(6) 2012. I purchased the heat wrap specific to the injured area (lower back and hip). After applying it and wearing it for the prescribed time, I removed it, only to find a third degree burn on my lower back. I have contacted the company. They responded with, I should send the appliance in and they will test it and they will send me a coupon for another one. Why would I risk using another one? I will not relinquish the used product until I am sure this issue is fully addressed. I retain the product, the packaging and the register receipt of purchase. I also have documented the injury with photos. All of which I have sent to the legal dept at the corporate officers in (B)(4). As I said, I heard from the customer healthcare dept via email as to returning the product for testing, which I won't do at this time. I have no idea whether this has occurred before to anyone, but thought it best to report it. As I said, I have used this product over the years often and never had a problem. I know how to use it correctly and did so this time. The only conclusion I can come to is that the product was faulty. Injury, first aid received by non-medical professional.